Event description:
It was reported recently following the implant procedure, the right ventricular (rv) lead exhibited a lead safety switch due to low, out-of-range pacing impedance measurements (<200 ohms). The rv lead also had increased threshold measurements resulting in loss of capture and cross-talk over-sensing. Additionally, although the device had also recently been implanted, a significant decrease in battery longevity was observed. Boston scientific technical services (ts) and confirmed that the battery was prematurely depleting and recommended emergent replacement. Provocative maneuvers were also recommended for the rv lead. The physician subsequently explanted and replaced both the device and rv lead to resolve the event. No additional adverse patient effects were reported. Both products are expected to be returned for analysis, but have not yet been received.

Event description:
It was reported recently following the implant procedure, the right ventricular (rv) lead exhibited a lead safety switch due to low, out-of-range pacing impedance measurements (<200 ohms). The rv lead also had increased threshold measurements resulting in loss of capture and cross-talk over-sensing. Additionally, although the device had also recently been implanted, a significant decrease in battery longevity was observed. Boston scientific technical services (ts) and confirmed that the battery was prematurely depleting and recommended emergent replacement. Provocative maneuvers were also recommended for the rv lead. The physician subsequently explanted and replaced both the device and rv lead to resolve the event. No additional adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner integrity. Measurements throughout these tests were within normal limits. Visual analysis noted that the set screw marks were located more proximal than expected on the terminal pin, pointing to improper insertion depth. The reported failure to capture, oversensing, and high capture thresholds allegations were likely the result of this over-insertion. The unintended use error was selected based on the analysis finding of improper insertion depth of the lead terminal into the device header. The observed damage is not deemed to indicate product defect or malfunction - but likely occurred during normal use of the product.